Event description:
It was reported that during surgery the device broke when impacting, all pieces were recovered. No harm to patient or staff. No delay reported. The procedure was finish with a smith and nephew backup device. The device will be returned.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the femoral black head is missing from the device. The black femoral head was not returned with the device. This device shows signs of significant wear/usage. This device was manufactured in 2013. A medical investigation was conducted and based on the information provided, although the device broke inside the patient, there was no retained foreign body and no significant delay reported. Per correspondence, the procedure was successfully completed with the same device. The requested operative report and/or current patient status were not provided for inclusion in the medical investigation. The product evaluation did note signs of excessive wear of the device. No further patient impact would be anticipated based on the information provided. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.